Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Part of the internal circuitry blew while performing the analysis. Also, another part of the internal circuitry had some contamination on pads and found printouts from strip chart recorder (scr) have blank spots. The front housing was damaged. All affected components were replaced. The programmer passed all incoming tests.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no patient involvement.